Event description:
It was reported that the customer has been in the hospital since (B)(6), 2014. The customer was admitted due to a flesh eating disease. The customer has been transferred to four different hospitals and lost the insulin pump along the way. The customer has requested delivery of an insulin pump upon his scheduled arrival at his home on (B)(6), 2014. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.